Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump while trying to change their infusion set. The patient's blood glucose level was 172 mg/dl at the time of the call. The customer stated that the escape button does not function properly. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump had minor scratches on the display window and a cracked case at a display window corner.